Event description:
An infusion of heparin was stopped then there was approx 300 ml remaining in a 500 ml bag. When the nurse went to restart the pump 3 hrs later it was noted that the bag was almost empty. The infusion pump was removed from the pt. Observation was the only add'l pt intervention.